Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported dim segment. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported dim segment. There was no patient involvement.

Manufacturer narrative:
Additional information: a1, h3, h6, h10 the customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6)was performed from date of manufacture 21dec2017 to present date 17jan2021 and confirmed that this device was not previously returned for servicing.

Event description:
The customer reported dim segment. There was no patient involvement.